Event description:
It was reported that during testing at the manufacturer, the device had bare exposed copper wires. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The bare copper wires were observed during testing at the MFR.